Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The device was received with the tubing set loaded. Visual inspection revealed that upon inserting the clamp and opening the door, the tubing was observed to be severely deformed from being compressed for a long period of time. Furthermore, evaluation attempted to force fluid through the tubing by manually squeezing the fluid bag and could not get a flow from the tubing. There is no evidence of a tubing change in the history log which could contribute to the "no flow" condition, the main issue with the lack of tubing change is continuing to pump on the same section of tubing. This is against guidance. Incoming inspection of the device found no signs of operation damage and incoming flowrate tests found the device to be within specifications. The device was tested at the reported flow rate of 999ml/hr for 15min; infusion deviation from target was found to within ± 5%, and the device passed the flow test and found to deliver within specifications at 5%. No delivery interruption was duplicated during evaluation of the pump; thus, the assignable cause of the ¿no flow¿ allegation on the returned pump/tubing set was determined to be a blocked tubing set as a result of leaving the tubing closed in the pump¿s channel with the door closed for a prolonged period of time. In addition, upstream and downstream occlusions were tested and found to be within calibrated specifications. Inspection of the pump found the door to close properly and no signs of abnormal wear on the valves. The evaluation of the pump did not identify any abnormalities or anomalies that could have caused the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.